Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The ins was interrogated and the programs were adjusted. The patient has done well since.

Event description:
Additional information stated the patient still had concerns with their device or therapy but was working with their doctor or manufacturer representative.

Event description:
It was reported that a patient's stimulation was turning off on its own. When stimulation was off the patient was unable to walk due to the pain. It was also reported that battery charge would only last for about "1.5 days". It was unknown if the device shutting off correlated to the battery depletion. It was stated that there was no known accident or incident related to this complaint. The patient was going to meet with a medtronic representative the follow week to investigate the issue. No further information was provided. If more information is received, a follow up report will be sent.